Manufacturer narrative:
Unit passed displacement test and active current measurement. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No power error 25 alarms, pump error 24 alarms or replace battery now alarms noted in the pump trace download or during testing. No unexpected replace battery alerts noted in the pump trace download or during testing. Unit received with high sleep current measurement and an unexpected low battery alert in the pump trace download due to moisture damage on all electronic assemblies. Unit received with moisture damage on force sensor assembly, moisture damage on motor home switch and corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had power error detected on insulin pump. The customer¿s blood glucose level was 145 mg/dl. The customer was assisted with troubleshoot. The customer was advised to clear the power loss alarm and complete the reservoir and tubing process. It was explained that the process should resolve the power error detected condition and monitor pump. The insulin pump will not be returned for analysis.